Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient experienced shortness of breath, fatigue and water retention since implant. Two weeks later, it was revealed that a perforation had occurred during the implant procedure. Additionally, a cardiac effusion developed and the patient was hospitalized to drain blood from his pericardial sac. The patient has atrial fibrillation and diabetes. The physician expressed concern about his healing and blood clots. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.